Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the patient was implanted with an impella cp for hemodynamic support. The patient continued with belt pressure on femostop and received 1 unit of packed red blood cells (prbc) overnight due to continued groin oozing. The impella cp was successfully weaned and explanted four days post implantation.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The product was not returned for review. Based on clinical description, the root cause of the access site bleed was most likely due to patient movement.